Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously showed two and a half years remaining longevity with a magnet rate of 100 pulses per minute (ppm). Then, after four months the device showed two years remaining longevity with a magnet rate of 90 pulses per minute (ppm). During the recent check, the device¿s magnet rate was 100 pulses per minute (ppm) with two years remaining longevity. Boston scientific technical services (ts) discussed that a 90 pulses per minute (ppm) magnet rate indicates one year or less and the changes made to the outputs could impact the longevity. Additional information indicated from the field that the right atrial (ra) lead was reprogrammed for safety margin. At this time, the pacemaker remains in service. No adverse patient effects were reported.